Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 03:00am, the pediatric patient experienced convulsions. The reporter heard the patient crying, and when they checked on the baby, they found them convulsing. The reporter did not hear any alerts as they were asleep. The patient was treated with glucose supplements. No further treatment was reported to be needed and the patient did not go to the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.